Manufacturer narrative:
The field service engineer could not determine a cause. The analyzer mechanics and electronics were checked. All system checks were successful and assemblies were observed to be performing correctly. The user ran controls and all were ok. For the last calibration performed on 23-jul-2019, calibration signals for one level of calibrator were slightly lower than expected. Quality controls were acceptable. Upon review of the alarm trace, short sample, abnormal sample aspiration, and abnormal sample probe movement alarms were observed on the day of the event. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated that they received a discrepant result for one patient sample tested with the elecsys hcg + beta test system on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer. The sample was processed and aliquoted into an aliquot tube by a third party pre-analytics system and then run on the e170 analyzer. The sample initially resulted with an hcg+beta value of < 1 miu/ml accompanied by a data flag and this value was reported outside of the laboratory. The result was questioned by the doctor. Another aliquot of the same sample was then repeated, resulting with a value of 5594 miu/ml. The repeat result was believed to be correct. The hcg+beta reagent lot number was 36160200, with an expiration date of 31-jan-2020.